Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical services (gts) regarding assistance with a check heater line alarm during fill 1 on the homechoice machine (hc). The home patient stated they had the drain line in the water of the toilet. The technical service representative (tsr) assisted the home patient (hp) to press go. The hp started filling. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for a check heater line alarm was not confirmed, and the root cause could not be determined.